Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents for difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a heavily calcified mid posterior tibial, after advancing the armada 14 and inflating the balloon two times, the ht command wire was unable to be removed from the armada 14. Both the ht command and armada 14 were removed as a single unit and replaced with identical devices to complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The ht command device referenced was filed under a separate medwatch manufacturer report number.